Event description:
It was reported that the shock impedance of this right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system was out of range, measuring greater than 200 ohms in the triad vector. Technical services (ts) analyzed device data and determined that the shock impedance had been increasing in frequency over the past six months. Lead evaluation was advised. No adverse patient effects were reported. Currently, the ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).